Manufacturer narrative:
(B)(4) the explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2026, the physician notified npce that the patient had purulent drainage from the incision site. Explant of the rns system was scheduled. On (B)(6) 2026, the neurologist reported that no cultures were available and that mrsa was suspected. It was noted that shortly after implantation, the patient was involved in a knife fight, arrested, and incarcerated, during which time he began to show signs of infection. Medical care was delayed as a result of his arrest, and by the time he was evaluated by a surgeon, the infection had progressed, necessitating device removal. The exact explant date is not known at this time.